Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped below 70 mg/dl while wearing the pod between 4 and 24 hours. The patient had gone by ambulance to the hospital. The paramedics removed the patients pod. Once at the hospital the patient was given food as well as juice and milk. The patient reports their blood glucose level had increased after consuming food and beverages. The patient was discharged from the hospital after several hours hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.